Event description:
It was reported that the user experienced elevated blood glucose while using the ilet following a recent insulin therapy change from long-acting insulin to premixed 70/30 insulin, with only humalog 70/30 being used in the ilet; the patient¿s blood glucose was reported at 330 mg/dl initially and 297 mg/dl on the ilet mobile app, and a recent supply change left the cartridge almost empty. Symptoms included feeling hot and emotional distress. Outcomes included no hospitalization, and the user was advised to contact the healthcare provider for clinical management. Investigation included review of synced device data and case discussion with the user. Investigation of this case revealed no device malfunction reported and suggested potential therapy or use-related factors, including the use of premixed insulin in the ilet and low cartridge volume. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.